Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) and stone removal procedure. According to the complainant, during the sphincterotomy, it was noted that the cut wire was detached from the proximal end; the cut wire remained affixed at the distal end and nothing detached inside the patient. The device was removed and a balloon (manufacturer unknown) was then used to sweep the common bile duct for stone removal. The procedure was completed without complications and the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) and stone removal procedure. According to the complainant, during the sphincerotomy, it was noted that the cut wire was detached from the proximal end; the cut wire remained affixed at the distal end and nothing detached inside the patient. The device was removed and a balloon (manufacturer unknown) was then used to sweep the common bile duct for stone removal. The procedure was completed without complications and the patient's condition was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted, the exposed cut wire was broken and bent. The broken ends of the cutting wire appeared burnt/blackened. The broken section of the exposed cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole and the other broken section of the exposed cut wire was attached to the anchor at the distal pierce hole. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. The condition of the returned incident device was consistent with the complaint that the cut wire was broken. During manufacturing, tome devices are 100% inspected so the broken cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.